Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump, and through troubleshooting, it was discovered that there was a connection issue with the infusion set and reservoir. The insulin in the pump was humalog. After disconnecting and reconnecting the reservoir and infusion set, the customer pushed insulin through the tubing slowly, and the insulin did not exit with the plunger push. The customer reported there was greater than normal resistance when pushing the plunger. The customer was advised to replace the infusion set and reservoir. Her blood glucose was 455 mg/dl. Nothing further was reported.